Event description:
The nurse noticed when removing light cord from lighted retractor that the disposable plastic piece had cracked. All pieces were accounted for. The wound had previously been irrigated with 1000 ml lactated ringers via the simpulse. The nurse was notified and unable to determine when the piece broke. The nurse manager notified and came to room to look at the broken equipment. The doctor was notified. The doctor had left the room prior to the discovery of the broken piece. The broken piece was bagged, labeled and put on the supervisor's desk.